Event description:
It was reported that the patient experienced reoccurring incontinence. The artificial urinary sphincter device was removed and all components were replaced. No patient issues were reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.